Event description:
The surgeon implanted an aq2010v silicone three piece lens and then removed it due to a posterior capsule rent. A vitrectomy was performed. An mis-pm injector and an aq2.8s cartridge were used by the facility was unable to provide the lot numbers. We have requested additional info but it has not been received to date.